Event description:
It was reported that the catheter was significantly narrowed in the middle. The catheter was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the dilator of the catheter was damaged. Visual analysis of the catheter indicated damage during use. The analyst noted the catheter and the dilator were received. Visual analysis showed the medial section of the dilator was damaged. /pulled / stretched / overstress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.